Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. A complaint was reported through a call on emergency support program. A gas loss alarm was reported on a cardiosave intra-aortic balloon pump (iabp). The nurse mentioned a prior gas leak detected message but confirmed there was no blood in the helium tubing and all connections were secure. The pump had been paused for about 10 minutes. The nurse had not used the help screen or the iab fill key. After verifying the setup and discussing the alarm, it was determined that the likely cause was prolonged tachycardia, which can affect helium fill cycles. The nurse was advised to use the iab fill key instead of repeatedly pressing start and to call back if the issue recurred frequently. No further issues were reported after the support was provided by emergency support program. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon therapy, a gas loss alarm occured on the cardiosave intra-aortic balloon pump. No patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b7.